Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing and automatic mode switch episodes were observed due to noise on the right atrial (ra) lead. Technical support was contacted and suggested reprogramming the device to resolve the issue until the ra lead can be replaced during the device replacement procedure due to normal eri. The programming will be performed at follow-up. The patient was in stable condition.